Event description:
A (B)(6) male pt called zoll customer support to report that his battery was not powering up his monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the failure was isolated to a leaking battery cell, which damaged the battery pack pca board. The root cause for the leaking cell could not be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.